Event description:
No foot hi/low up and no head up functions. Reporter reported that he found this bed in the bed repair shop, and there were no reported injuries. Reporter replaced the hydraulic manifold, the bed functioned properly.